Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during dwell 2 of 4, patient connected. The home patient (hp) stated the bag was leaking at the connection to the supply line. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp, and the hp reported they did not have any trouble connecting the bag with the disposable set, but they stated that it was a connection issue perhaps due to a use error on their behalf. The hp stated that the yellow 6 liter heater bag disconnected while they were sleeping. The hp stated that it has never occurred in the past, and they have not had any further issues. Per the hp, there were no loose connections, unintentional disconnections or defects on the supplies.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.